Event description:
It was reported to gore that a pt alleges to have experienced erosion after having been implanted with a gore-tex mesh. It was also reported that the pt underwent an add'l procedure approx 4 yrs later. Add'l, event specific info has not been provided.

Event description:
This report is being submitted as a f/u 1 to MFR report 30023910212-2014-00001.

Manufacturer narrative:
This follow-up report is being submitted to retract the information provided by gore on the initial manufacturer's report. It has been reported to gore that the complainant received medical records which confirm the alleged injuries are associated with another manufacturer's device. The identity of the device and manufacturer were not provided. .

Manufacturer narrative:
Gore has requested add'l info from the rptr.